Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that overnight post implant the patient experienced a perforation of the right ventricular (rv) lead resulting in phrenic nerve stimulation. The lead was repositioned to the rv septum and remains in use. No further patient complications have been reported as a result of this event.